Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon was using the black reload with seam guard and had two firings with completely unformed staples on the patient side, outermost row. The surgeons employed "pulsed firing" technique. The patient's bmi was 45. The surgeon used a clip applier and additionally needed to over sew the staple line. The surgeon needed to completely over sew the distal 2/3's of the staple line. There were no patient consequences. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: were the unformed (malformed) staples deployed on to the tissue or did the staples remain in the cartridge (incomplete staple line)? On tissue.